Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1087, awareness date 01-sep-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) on an unspecified date. Consumer had essure inserted at doctors office, and what was supposed to be a 20 minutes procedure lasted over an hour. She stated it was the most horrific thing she had been through so far in her life. After she left office, her chest felt heavy and like she couldn't breath. She went to emergency room, where she found out a collapsed lung from too much fluid going past her diaphram and into her chest cavity. So, she was admitted and the next day the water drained from her chest cavity. She kept complaining that her right side was in horrible pain, so they rushed her down to check out her appendix and said everything was fine. She went directly to another hospital and the same doctor that did the essure procedure was on call and he decided to admit her and to take out tubes and coils. Well when he got in there, one of the coils had ruptured her uterus and the other was misplaced. So after that she continued to bleed very heavily and she was admitted at least 3-4 times with infection until finally the hospital did a CT scan and showed fragments of the essure left inside her body and 150ml pus pocket which was left from fluid retained in her body. So she went to new gyn and the new dr said her uterus looked like shrapnel was left inside. So she had to end up getting a total and complete hysterectomy because of this simple in office procedure. She was literally in bed or hospital for a year. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced right side was in horrible pain, one of the coils had ruptured her uterus, other coil was misplaced, collapsed lung from too much fluid going past her diaphram and into her chest cavity (regarded as pneumothorax), infection / 150ml pus pocket which was left from fluid retained in body. These events are serious since they resulted in hospitalization. She also bleed very heavily and fragments of the essure left inside my body / uterus looked like shrapnel was left inside (seen as device breakage). These events are serious due to their medical importance. The events pneumothorax and infection are unlisted in the reference safety information for essure while the other events are listed. In this case, consumer underwent a total and complete hysterectomy. Although a positive temporal relationship is implied for all events, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship between pneumothorax, infection with suspect insert can be excluded. With regards the other events, a causal relationship cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced right side was in horrible pain, one of the coils had ruptured her uterus, other coil was misplaced, collapsed lung from too much fluid going past her diaphram and into her chest cavity (regarded as pneumothorax), infection / 150ml pus pocket which was left from fluid retained in body. These events are serious since they resulted in hospitalization. She also bleed very heavily and fragments of the essure left inside my body / uterus looked like shrapnel was left inside (seen as device breakage). These events are serious due to their medical importance. The events pneumothorax and infection are unlisted in the reference safety information for essure while the other events are listed. In this case, consumer underwent a total and complete hysterectomy. Although a positive temporal relationship is implied for all events, based on the pathophysiology and considering that essure has a local action in fallopian tubes, a causal relationship between pneumothorax, infection with suspect insert can be excluded. With regards the other events, a causal relationship cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.